Manufacturer narrative:
One used portex® epidural minipack filter was received for investigation. Under visual inspection, the sample appeared to be in good condition. Functional testing was performed and leakage was confirmed in the central part of the filter body. As a corrective action, the supplier of the defective item implemented a sample cover test to identify leaks via water pressure, which will help to identify the cracked or split cover component failure mode. The root cause for the failed was determined to be a supplied item issue; this may relate to the reliability, durability or quality of a component received from a supplier.

Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that there was a leak at the filter of a portex® epidural minipack when using the set. No injury was reported.